Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. Based on the device history files, no malfunction could be detected. The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A rate of 220ml/h and a volume of 105ml was selected. The rate was changed to 210ml/h and the infusion started. 25 minutes later the pre-alarm "vtbi near end" occurred. 4 minutes later the infusion stopped by the customer, at this time 98,92 ml has to be infused. No other abnormalities were found. A rate of 125 ml/h and a volume of 260ml was selected. The rate was changed to 130 ml/h and the infusion started. At 5:51 am the infusion was stopped at a volume of 225,10ml. The rate was changed to 140ml/h and the volume to 64,90ml and the infusion was continued. 5 minutes later the infusion was stopped. At this time, 236,92 ml has to be infused. No other abnormalities were found in the device history.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". 2 infusions was ended later than expected: (B)(6) 2021 @ 1610hours; IV antibitoic; rate: 220ml/hr; vtbi: 105ml; vtbi near end alarmed @ 1635hours, user claimed there was approx. 50mls remained in the infusion bag. Pump was continued to be used on the next therapy and nil reported inaccurate infusion until (B)(6) 2021 @0407hours. (B)(6) 2021 @ 0407hours; IV antibitoic; rate: 130ml/hr; vtbi: 260ml; at 0556hours, infusion was stopped, volume infused was 236.92ml based on history log, user claimed there was approx 100mls remained in the infusion bag. Pump was sent to bme for further assessment. User's description on report: "medication never flow twice & no alarm. Based on the history logs extracted from (B)(4), the parameters entered was correct based on user's description and no discrepancy or abnormalities found from the history or keypad logs. Patient's outcome: patient's condition not affected and no complication reported. Technical check done by b.braun engineer and within technical specification." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b.braun medial, inc.